Event description:
According to the op report, this valve was explanted due to endocarditis and pv leak confirmed by tee. At explant, the valve was noted to be almost completely dehisced with destruction of "virtually the entire aortic annulus". There were vegetations on the valve and the intra-annular fibrosa between the annulus and noncoronary leaflet and the anterior leaflet of the mitral valve was "gone". The valve was replaced with a 24 mm aortic homograft and the pt experienced "some persistent" bleeding posteriorly that was corrected with fresh frozen plasma. The pt was transferred to the ICU in stable condition.